Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was recaptured four (4) times before it was in an acceptable position. The physician released the closure device from the core wire of the wds after all release criteria was met. After the closure device was released, it was noted that the device had shifted proximally. The physician made the decision to remove the device from the patient. A percutaneous approach was used, and the physician successfully removed the closure device from the patient. During the explant of the closure device the valve in the proximal hub of the non-boston scientific introducer sheath used in the percutaneous approach was punctured and led to significant blood loss for the patient. The patient remained stable and did not require a blood transfusion. Due to the patients bleeding the physician cancelled the procedure with no closure device implanted in the patient. The plan is for the patient to stay overnight and reschedule the laa closure procedure for another time. The patient did not experience any other complications as a result of this event.

Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was recaptured four (4) times before it was in an acceptable position. The physician released the closure device from the core wire of the wds after all release criteria was met. After the closure device was released, it was noted that the device had shifted proximally. The physician made the decision to remove the device from the patient. A percutaneous approach was used, and the physician successfully removed the closure device from the patient. During the explant of the closure device the valve in the proximal hub of the non-boston scientific introducer sheath used in the percutaneous approach was punctured and led to significant blood loss for the patient. The patient remained stable and did not require a blood transfusion. Due to the patients bleeding the physician cancelled the procedure with no closure device implanted in the patient. The plan is for the patient to stay overnight and reschedule the laa closure procedure for another time. The patient did not experience any other complications as a result of this event.

Manufacturer narrative:
Device analysis: the returned device consisted of a watchman flx pro implant. The delivery system was not returned. Inspection found the implant frame to be damaged. Inspection under the microscope revealed the fabric was torn. Product analysis could not confirm the reported event as clinical circumstances could not be replicated.